Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient was unable to enter MRI mode due to high impedances on their leads. Surgical intervention was undertaken and two leads were explanted and one s1 lead was implanted. It is unknown which two leads were explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.